Event description:
A falsely elevated ctni result of 39.18 ng/ml was obtained on one patient. The same sample was repeated on an alternate dimension instrument and a ctni result of <0.09 ng/ml was obtained. Maintenance was done on the original dimension instrument and a ctni result of <0.04 ng/ml was obtained. The result was not reported to the physician. There was no report of adverse health consequences as a result of the falsely elevated ctni results. Maintenance to the hm module and making adjustments to the cuvette manufacturing most likely corrected the elevated ctni results.

Manufacturer narrative:
The service engineer performed periodic maintenance on the hm module and the pump panel. At the time of maintenance, the service engineer noted a problem with the cuvette form assembly. Engineer performed adjustments to the cuvette assembly and re-calibrated all temperatures. The instrument is performing within specification.